Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed pump error compromised force sensor system, customer blood glucose at the time of the incident unknown. Customer stated that was trying to prime when they got pump error compromised force sensor system and instead of dripping out it was squirting out. Customer states that the drive support cap is flush. Customer was advise to revert to back up plan per health care professional. The device will be returned for analysis.